Event description:
The customer reported the system displayed grainy images during cine and subtraction modes. No pt injuries were reported.

Manufacturer narrative:
The ge service rep recalled the saved images from the case which complaint was generated from. Images were grainy. He downloaded shot log from system and discovered that system was in pulse mode causing images to look "grainy". System was performing as manufacture intended. The rep showed x-ray tech the image quality difference between pulse and normal fluoro mode. He determined that system was operating as manufacture intended and defect was caused by operator error.